Manufacturer narrative:
The investigation is ongoing. Results will be reported within a separate follow-up.

Event description:
It was reported that the ventilator failed during use. There was no injury reported.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The electronic log file was available for investigation. The reported problem could be reconstructed by means of the information stored therein. The device detected that the pressure sensor pz lost it's connection to pcb analog. The device reacted as specified for this situation as it generated a corresponding ventilator fail alarm. It was reported that re-calibration of sensor has solved the problem. The number of similar cases, related to the same root cause, is extremely low. It is within the expected range of the respective risk assessment and thus accepted.